Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed surgical valve, upon 80% deployment mild central aortic insufficiency (ai) was noted. Upon full deployment, the valve dislodged into the left ventricular outflow tract (lvot) and resulted in moderate central ai. Subsequently, a second valve was implanted valve-in-valve. No adverse patient effects were reported.